Event description:
Cardiac tamponade due to hemopericardium following removal of broken PICC -10cm fragment recovered from pulmonary artery- and reinsertion of central line for chemotherapy treatment of colon cancer. From history and autopsy results. Diagnosis or reason for use: chemotherapy port.